Event description:
During a coronary artery drug eluting stenting treatment procedure that a catheter shaft fracture occurred. The physician was treating a heavily calcified, moderately tortuous, 70% stenosed lesion at the first diagonal of the left anterior descending (lad) artery. The lesion was predilated with a 2.0x9mm maverick balloon before the physician attempted to place a 2.5x16mm taxus express2 drug eluting stent. The physician was unable to pass the taxus stent to the lesion, because the delivery system became hung up in a shelf of calcium in the proximal lesion, trifurcation of the septimal diagonal in the lad. After several attempts to cross the lesion, the physician tried to remove the device, at which point the catheter shaft fracture broke. The physician was able to remove the broken catheter from the patient. During this procedure the patient demonstrated st elevations, however, no corrective actions were deemed necessary to treat these symptoms. The physician attempted to complete the case by using a 2.5x10mm cutting balloon as well as a 2.0x10mm stent. Both attempts were unsuccessful and a rotablator procedure will be performed in 4-6 weeks. The patient is reported in stable condition.